Manufacturer narrative:
Quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. After an analysis of the report, it was not possible to confirm the alleged event due to no clinical evidence was provided. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. Device history review was not possible due to the lot number being unobtainable. -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "necrosis ¿ necrosis is the formation of dead tissue around the implant. This may prevent wound healing and require surgical correction and/or implant removal. Permanent scar deformity may occur following necrosis. Factors associated with necrosis include infection, steroids in the surgical pocket, smoking, chemotherapy/radiation, and excessive heat or cold therapy". Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. ¿. Causes of necrosis include prior radiation therapy for breast cancer, uncontrolled diabetes followed by infection, late diagnosis of hematoma, smoking, infection, electrocoagulation too close to the skin, or a combination of these factors. In combination with other factors such as uncontrolled diabetes, smoking, or hematoma, the risk of problems increases.¿. (Skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg) establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
¿Causes of necrosis include prior radiation therapy for breast cancer, uncontrolled diabetes followed by infection, late diagnosis of hematoma, smoking, infection, electrocoagulation too close to the skin, or a combination of these factors. In combination with other factors such as uncontrolled diabetes, smoking, or hematoma, the risk of problems increases.¿ . (Skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: necrosis is a form of cell injury which results in the premature death of cells in the living tissues. It may prevent wound healing and require surgical correction and/or tissue expander removal. Permanent scar deformity may occur following necrosis. When the investigation process is completed, the applicable findings will be included in a supplemental medwatch. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Event description:
Literature case USA- in the literature review "MRI-conditional tissue expanders in breast reconstruction: clinical outcomes and radiation therapy implications", 7 devices were involved in necrosis after reconstruction procedures using tissue expander. Two of those 7 patients required intervention. Patient outcome is known. Further information is not available.